Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings:visual inspection of the battery compartment revealed a crack from the threads to case seal. Visual inspection of the battery cap revealed stripped threads. Unrelated to the complaint, the pump was found to power on with a faded and discolored display screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter indicated that there was a crack in the pump casing causing the yellow o-ring on the battery cap to be visible. The reporter confirmed no power loss related to the issue. The reporter indicated no known trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.